Event description:
It was reported that during a zero-p procedure, the surgeon was doing the final tightening with the angled stardrive screwdriver and the tip broke off. No pieces were left in the patient. The surgeon used another screwdriver to complete the procedure. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing investigation and the joint of the angled stardrive screwdriver was broken. The ear where the pin of the joint is welded in was pulled off. The pin itself was broken off and was not sent back together with the device. Also, the weld of the opposite pin was broken and the ear was bent outward. A heavy stress mark was visible at the sliding surface behind the joint. All these damages were caused post-manufacturing, apparently by applying too much force during a procedure. This complaint is indeterminate from a manufacturing standpoint as one pin is missing. A product development event evaluation was also performed. The angle driver was received in the assembled condition, but the driver tip was broken off. The counter-torque handle was functioning correctly and could be easily disassembled. It was difficult to disassemble the driver shaft from the sleeve because the tip of the driver shaft was damaged. The metal on the yoke that captures the cardon joint pin was torn and deformed out of place, which is what caused the difficult disassembly. There was evidence that indicated that the cardon joint pin was welded to the yoke at one point, but has since broken off. The evidence indicates that the possible root cause could have been due to excessive torque, which would have damaged the cardon joint. Excessive torque on the driver could have caused the cardon joint pin to break out of the yoke, which would have caused the tip to break off. However, without further information, this complaint is indeterminate from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the lot number is available, a review of the device history record is currently in progress.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. (B)(4)